Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a venflon pro safety 20ga 1.1mm od 32mm l was damaged before use. The following was reported by the initial reporter: "before the venflon can be used on a patient, the anesthesia nurse discovers that a plastic from the safety shield that were placed wrong in the manufacturing process."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-17. H6: investigation summary two photos and one sample were received by our quality team for evaluation. After visual inspection, the cannula hub with an extra tether foil inside which extended out of the cannula hub was observed. A device history record review found no non-conformances associated with this issue during production of this batch. Further inspection of the sample found an additional hole in the tether foil which matches that of the cannula. This suggests that the torn tether foil was assembled into the cannula hub during assembly process. The torn tether foil could have gotten stuck on the tooling and then transferred into the cannula hub. The associates attending to the machine may not have cleared the tether foil due to a blind spot or overlook. Communication with all venflon assembly line associates about this nonconformance will occur.

Event description:
It was reported that a venflon pro safety 20ga 1.1mm od 32mm l was damaged before use. The following was reported by the initial reporter: "before the venflon can be used on a patient, the anesthesia nurse discovers that a plastic from the safety shield that were placed wrong in the manufacturing process."